Manufacturer narrative:
Evaluation of the instrument logs found that bottle 7 (ethanol) was removed from the instrument for three (3) seconds at 17:20pm on (B)(6) 2014 in response to info displayed in association with an error code. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types of definitions, and reset the number of cassettes and the number of cycles and days to zero. This period is insufficient time to complete manual replacement of the reagent; and the actual concentration of the ethanol in bottle 7 remained unchanged at 84.3%, because the reagent had not been replaced. Bottle 7 (ethanol) was used for the final dehydration step of the protocols from which sub-optimal tissue processing was reported. The minimum final reagent concentration for ethanol is 98%. The consequences of using ethanol at a concentration less than minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocols. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing. A leica field support specialist (fss) reviewed the instrument logs, and noted an error code indicated that bottle 7 (ethanol) had removed form the instrument software for less than the minimum time required to successfully complete manual replacement of the reagent and the corresponding reagent station had been reset. The complainant advised the fss that the quality of tissue processing was satisfactory following replacement of the reagent in bottles 6 and 7. On (B)(6) 2014, leica biosystems received info from the laboratory that re-biopsy of an unspecified number of patients was required. Further info was sought as to the number of patients requiring re-biopsy; and the age/date of birth and gender of the patients. As at (B)(6) 2014, info as to the number of patients requiring re-biopsy has not been received by leica biosystems, despite several requests to the laboratory for this info.